Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device does not impact would not run, the trigger was sticky, the moving parts did not move smoothly. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. Lastly, the trigger was observed to be difficult to press/depress, consistent with lack of lubricant which is improper maintenance.

Event description:
It was reported that the kincise impactor device motor would not fire. During in-house engineering evaluation, it was determined that the triggers on the device would not impact and would not run, the trigger was sticky, the moving parts did not move smoothly. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.